Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: a review of the black box shows no evidence of a load step malfunction. No damage observed to piston cap. No debris observed in cartridge compartment. A rewind, load and prime sequence were performed successfully with no issues. A force sensor calibration check showed the pump is detecting the correct force at 5 lbs. Investigators were unable to confirm or duplicate the complaint. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.